Manufacturer narrative:
Concomitant medical products: 900sfc32, heart ring, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively right atrial (ra) lead exhibited high threshold and loss of capture. The replacement lead exhibited placement difficulty. The lead was explanted and replaced. The replacement lead remains in use. No patient complications have been reported as a result of this event.